Event description:
This case was reported by a consumer and described the occurrence of foot fracture in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original dental adhesive cream, the pt experienced foot fracture. This case was assessed as medically serious by (B)(4). Cream was continued. At the time of reporting, the event was unresolved.

Manufacturer narrative:
Consumer stated that she is uncertain if the super poligrip may have played a role in her breaking her foot. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).